Event description:
It was reported that during a da vinci lower anterior resection procedure, the customer experienced a non-recoverable system error code #1. The surgeon advised that the case may be converted due to the pt's previous surgeries, however, the nature of the surgeries and the condition of the pt at the time of surgery is unk to isi. The system had been in use for approx one hour when the surgeon decided to convert to traditional open surgical technique to finish the planned surgery. No pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering found a defective printed circuit assembly, fan power supply (pca, fps). The pca fps converts the 48 volt dc supplied by the primary power supply into +12v, -12v, +5v, -5v and +3v which are used by other boards in the system for various purposes. The +12v supply drives the fans. The system was repaired by replacing the affected pca, fps. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #1 appears when the da vinci safety system determines that a power supply voltage was out of range. Upon determining this condition, the safety system puts da vinci s in a "non-recoverable safe state". The pca, fps was returned to isi for failure analysis investigation. Engineering confirmed the customer reported complaint as they were able to duplicate the system error code #1. As a result the pca, fps was scrapped. As of (B)(4) 2009, there have been no reported recurrences of the issue at this hospital.